Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported shocking at the implantable neurostimulator (ins) site. This was more frequent in the last few months prior to the report. It was unknown what led to the event. The rep saw the patient with the healthcare provider (hcp) on (B)(6) 2016. Who evaluated the battery site and looked under thefluoro. They saw nothing wrong with it, but did identify a trigger point above the battery site. The hcp gave the patient an injection to help with that. No surgical intervention occurred or was planned. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they were getting shocked and had muscle spasms around their implantable neurostimulator (ins). The patient clarified that they started getting muscle spasms around the ins site because they would get their nerves burned every six months. It was noted that the muscle spasms had been going on for a couple of years now. The patient stated that the shocking started around the same time as the muscle spasms, which was probably two years ago prior to the date of this report. The patient described the shocking like they were putting their finger in a light socket. The patient stated that it seemed to help a bit because they were not getting shocked as much or as hard as they were but did not clarify what it was that had helped. It was not confirmed if the patient was still getting shocked. The patient mentioned that they had x-rays done at the time of these issues and everything was intact with the ins at that time. No further complications were reported or anticipated. Indication for use is spinal pain.